Manufacturer narrative:
The complainant reported a fracture in a single-lumen PICC; however, no additional information has been provide and the device has not been returned following multiple requests.

Event description:
Reported beak in a single-lumen PICC.